Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a mucosectomy procedure performed on (B)(6) 2024. During the procedure, when the physician attempted to deploy the clip, it did not fire. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not deploy. Block h11: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. The clip was returned without any activations performed. No other problems with the device were noted. The reported event of clip did not deploy was confirmed. It was found that the clip had evidence of soft deployment, as the clip was detached from the bushing but still attached to the control wire. This might occur due to operational factors during the procedure, such as the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. After the soft deployment occurs, it could happen that upon reopening the clip, the capsule gets detached, and when the physician tries to close it again, a misalignment of the capsule bushing can cause it to get stuck into the bushing during retraction, consequently deforming the capsule. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a mucosectomy procedure performed on (B)(6) 2024. During the procedure, when the physician attempted to deploy the clip, it did not fire. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.